Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. This stent graft was originally implanted under the clinical study. Per this clinical study's approved clinical protocol, patient follow-up visit. Since the patient with this stent graft is past their five-year follow-up visit. The patient has a history of multiple co-morbid conditions including multi-vessel coronary artery disease, multiple angioplasties, previous myocardial infarctions adn chronic renal insufficiency. The patient has done well until their most recent follow-up, which revealed the stent graft had migrated down into the aneursym sac there is a type I endoleak. The aneurysm size increased from 4.3 cm to 4.9 cm. The physician requested compassionate use of talent aortic cuffs. Two aortic cuffs were successfully implanted at a later date. No additional clinical sequelae were reported.